Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion with a less than or equal to 45 degree significant bend was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). While advancing a 38 x 2.50 promus elite stent, significant resistance was encountered. Following stent deployment, a proximal edge dissection was noted in the proximal part of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.